Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.

Event description:
Procedure type: inguinal hernia repair. According to the rptr: when a grasper is inserted into the cannula, a piece of the cannula broke off into the abdomen. The piece was recovered and removed. No delay in operating room was reported. No tissue damage and no blood loss. No patient injury was reported.